Manufacturer narrative:
Updated fields: b4,e1(initial reporter and email address),e3,g3,h2,h6 ( type of investigation, investigation findings, component codes, investigation conclusion),h11. Corrected fields: b5, h6(health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and replaced damaged fiber optic connector (0012-00-1562). Unit passed pm performed after repair. Returned unit to customer.

Event description:
It was reported that in a cardiosave intra-aortic balloon pump (iabp) the blue housing where the fiber optic cable connects, was broken and chipped off.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in a cardiosave intra-aortic balloon pump (iabp) the blue housing where the fiber optic cable connects, was broken and chipped off. No patient injury or harm reported.